Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that following a non-device related surgery, in which electrocautery was used, the patient was unable to charge his ipg. The patient's ipg was replaced and the patient was reportedly doing well following the procedure.